Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to the investigation cannot be performed. No additional patient or event information is available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, they experienced a hyperglycemic event. The sensor failed at 12:01pm, and the patient lost consciousness at 03:00pm. When a fingerstick was taken the blood glucose reading was 308 mg/dl. The patient was treated with 4 units of insulin by her son. After treatment the patient regained consciousness. No further treatment was reported and it was not stated that the patient was brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still resting but it was understood she had recovered. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.